Event description:
A customer reported that the icentral (central station monitor) shut down. There was no reported pt death or injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.